Event description:
The reporter contacted animas on (B)(6) 2013, indicating that they have been experiencing higher than normal blood glucose levels (250-600 mg/dl) without any signs or symptoms of hyperglycemia. The reporter indicated that they recently lost 15 pounds and they suffer from ms. The pump was reviewed and the insulin delivery history was found to be correct. The pump time was found to be set to 12:38 pm, instead of 12:38 am. The reporter indicated that they have lost faith in the pump. This report is being made based on the indication that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: the original complaint could not be duplicated during the investigation. A pinkish contrast was observed on the display screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration.